Event description:
The field service rep (fsr) reported that during preventive maintenance (pm) of the device, he was approached by the perfusionist (ccp) and asked why the arterial monitor was displaying all 9's in the temperature block. There was no patient involvement.

Manufacturer narrative:
The fsr checked the arterial monitor temperature jacks with a calibrated 25 degree celsius probe and they passed inspection (all displayed 25.0). The fsr was unaware as to why the 9's instead of dashes are being displayed. Technical support surmised that it may be a shunt sensor on the temperature/pressure board that has one of it's legs grounded causing the 9's to appear. Preventive maintenance (pm)/inspection was completed successfully. The unit operated to MFR specifications and was returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.